Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results from one patient on a cobas 8000 - cobas e 602 module. The initial troponin result was 56.80 pg/ml. The repeat result was 11.95 pg/ml. The same sample was repeated a third time on another e602 module and the result was 11.98 pg/ml. The initial result was not reported outside of the laboratory. The result from the other analyzer was deemed correct. The reagent lot number is 59637200 and the expiration date is 31-mar-2023.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. No issues were identified during a review of the alarm trace data. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.